Manufacturer narrative:
The field service engineer (fse) removed, cleaned, and checked the ise block and electrodes. The fse also checked all o-rings and tubing, removed and checked all ise pipettors, verified ise adjustments and connections, replaced the vacuum pump diaphragm, and checked tank tubing. The customer ran calibration and qc successfully. The investigation is ongoing.

Event description:
The initial reporter received questionable gen.2 ise indirect for na and ci results from 1 patient on a cobas 6000 c501 analyzer. The initial na result was 126 mmol/l and the initial cl result was 120 mmol/l. The results were reported outside of the laboratory. The doctor questioned the results and the sample was repeated. The repeat na result was 146 mmol/l and the repeat cl result was 106 mmol/l. The repeat results were deemed correct. The electrode serial numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.